Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device was producing an incomplete mesh and was hard to crank. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was august 4, 2017 where it was reported that the device was giving metal shavings during meshing and there was a ratcheting issue and the roller, damaged comb, ratchet, and gears were replaced. This is not a related issue. The device history record (DHR) for skin graft mesher 2:1 ratio cutter, serial number (B)(4) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was august 4, 2017 where it was reported that the cutter was sent with skin graft mesher serial number (B)(4) and the collars, bushings, and gears were replaced. This is not a related issue. The device history record (DHR) for skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was august 4, 2017 where it was reported that the cutter was sent with skin graft mesher serial number (B)(4) and the collars, bushings, and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on december 4, 2017 revealed that the calibration and test mesh could not be taken due to the bent comb. The roller, gear, and shoulder bolts had visual damage. The 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) both produced incomplete test meshes after the gears, collars, and bushings were replaced and they were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 4, 2017 which included replacement of the roller, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that both the cutters produced incomplete mesh and deemed non-repairable. However, it was also found that the device comb was bent. The reported event was non-verifiable since during the initial inspection there was no sufficient information to confirm the reported event. The root cause of the reported event that the device was producing an incomplete mesh was due to the bent comb and the defective cutters. The root cause of the reported event that device was hard to crank cannot be specifically determined with the provided information. The issue was resolve with the replacement of the roller, worn side plates, damaged comb, gears, and damaged hardware. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number 06459, was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the unit had incomplete mesh/hard to crank. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh/hard to crank. No adverse events were reported as a result of this malfunction.